Manufacturer narrative:
Exact date unknown, event occurred years ago.

Event description:
It was reported that the patient underwent an explant procedure due to an unspecified malfunction. It was noted that the device had exploded.